Manufacturer narrative:
During follow up, the customer¿s contact indicated that bg levels had come back down. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer blood glucose (bg) levels were elevated in the 267-400 range, since being placed on the pump. Customer was treated via manual injection, after bolusing failed to bring bg levels back down.